Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that buttons was sticking. Customer stated that insulin pump had stuck button alarm. Customer stated that weather strip was worn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer alleged insulin pump has cosmetic damage(pump waterproof strip missing). In addition, customer alleged insulin pump received stuck button alarms and will not deliver bolus. P-cap or reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, missing display window cover, cracked keypad overlay, keypad overlay texture damage, cracked case on the battery tube side, and cracked retainer ring. Pump¿s history files downloaded successfully using thus software. Device passed self test and displacement test. All buttons function properly. No stuck button error alarms noted during testing. However, stuck button alarms noted in the pump history on (B)(6) 2021. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Device passed keypad voltage test. No damage noted at the electronic assemblies during visual inspection. Bolus was programed at 3.0u and delivered. No unexpected bolus stopped alarm noted during testing. In summary, customer allegation for cosmetic damage(pump waterproof strip missing) was confirmed during visual inspection where missing display window cover was noted. In addition, customers allegation for receiving stuck button alarms was not confirmed during testing. However, it was noted in pump history files. Lastly, customer allegation for insulin pump not delivering bolus was not confirmed during testing. Bolus was programed and delivered successfully. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.